Manufacturer narrative:
(B)(4). Concomitant medical products: unknown agc femur; unknown agc tibial tray; unknown agc bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09945, 0001825034 - 2018 - 09946, 0001825034 - 2018 - 09947. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure due to unknown reasons, however, no revision has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09945 -1, 0001825034 - 2018 - 09947 - 1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the provided x-ray by an hcp identified the following: "abnormal radiolucencies along the tibial component. This component may be clinically loose. Lateral subluxation of the patella." It is unknown at this time if the issues noted are the reason the patient is being considered for a revision. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.